Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a evis exera iii duodenovideoscope with a single use distal cover, upon withdrawal of the scope at the conclusion of the procedure, the distal cover was found to be missing from the end of the scope. The patient later coughed up the distal cover while in the post anesthesia care unit (pacu). There were no adverse effects to the patient. The patient was discharged home post procedure with no further complications. The user states there were no anatomical or procedural challenges that could have caused or contributed to the distal cover coming off. There was no abnormality in the appearance of the scope or distal cover prior to insertion into the patient. The distal cover did not appear cracked or otherwise damaged when it was retrieved (after the patient coughed it up). The distal cover is not available for evaluation and no images can be provided.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to the cover may have been easily detached from the device due to insufficient attachment or, there was unnoticed damage to the cover causing it to be easily removed from the device. Olympus will continue to monitor field performance for this device.